Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dislodged septum is confirmed; however, the exact cause is unknown. One 3cg stylet inserted into a t-lock was returned for evaluation. An initial visual observation showed the septum of the t-lock was dislodged. Use residue was observed on and within the returned sample. No occlusion was found within the returned t-lock. A microscopic observation revealed the stylet was inserted near the center of the septum of the t-lock. A little over half of the septum of the t-lock was observed to be dislodged; however, no other damage was observed on the t-lock or its components. While the exact cause of the dislodged septum could not be determined, possible causes include over-pressurization and excessive manipulation of the stylet. Additionally, while it could not be determined if over-pressurization was the root cause of the observed damage, it should be noted that the t-lock is not intended for high-pressure power injection. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported plunger on t-lock extension for PICC stylet came out of housing during insertion/flushing. No patient or user impact.